Event description:
Pt began having increasing tenderness in bilateral breasts according to md. History taken 11/22/96. Mammogram revealed small focal rupture of left breast implant and questionable rupture of right. Pt scheduled for removal of bilateral implants 12/6/96.